Manufacturer narrative:
Follow-up # 1 (06/13/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin 2 lifted high. A secondary issue was also noted, the meter¿s spc was found to be dirty. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The 510 (k) # is k082513. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging an apply sample message on her one touch vita meter. The patient was unable to obtain a blood glucose reading on the meter due to the apply sample message. The alleged issue began on (B)(6) 2011. The patient mentioned the following day he developed symptoms of trembling, vertigo and felt tired the following day. She then self-treated with food/drink and felt better 10 minutes later. She did not seek any further medical attention or contact her physician for assistance. The technique of applying blood on the test strip was correct. The patient was using the correct vial of test strips. The alleged issue was not resolved over the phone. The product was replaced. The complaint is being reported since the patient alleged that due to the apply sample message, she was unable to test and the following day developed symptoms and felt better after self-treatment.